Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:06:15. During night drain cycle nine, the patient's ultrafiltration reading was 1208ml, indicating the home patient (hp) drained 928ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.